Event description:
Indicates pad are "too hard" and caused a number of patient's lower extremity pain & numbness for extended period post-surgery. The material of the pads would not soften adequately even when warmed.

Manufacturer narrative:
Pads were disposed and unknown if they were made out of specification. The pad in question are no longer manufactured by mizuho osi.

Event description:
Indicates pad are "too hard" and caused a number of patient's lower extremity pain & numbness for extended period post-surgery. The material of the pads would not soften adequately even when warmed.